Event description:
The user facility reported that the doctor performed an intervention and angioplasty on the distal superficial femoral artery (sfa), popliteal, and tibial arteries. There was a very tight lesion that presented difficulties in crossing, and she used the .035x135 angled navicross aggressively, along with various wires. The distal radiopaque marker of the navicross detached from the catheter and lodged in the distal anterior tibial artery. This did not obstruct blood flow, and the physician decided not to remove it. The procedure performed was a right leg peripheral arterial disease (pad) intervention, with no blood loss reported. The incident occurred intra-operative. The reported incident did not result in patient injury or medical or surgical intervention.